Manufacturer narrative:
No medwatch form was received.

Event description:
Post-implant, poor sensing and capture on both the atrial and ventricular leads were observed. X-ray confirmed lead dislodgement. In 2009, both leads were successfully repositioned.